Manufacturer narrative:
(B)(4). A review of the device data confirmed the device is operating with a current drain at the bin boundary, and it is possible that the current bin may not have matched the programmer current bin for longevity calculations. It is suspected that the device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations. A boston scientific technical services consultant discussed the findings with the caller who will communicate the information to the clinic. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that two months ago this device displayed a remaining longevity of less than 0.5 years and today is showing 2.5 years remaining longevity. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted five months later for normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--